Event description:
The account stated that discrepant axsym rubella igm results were obtained on a patient. The patient was initially tested (B) (6) 2009 with rubella igm (0.983, 1.123) reactive results. The patient was tested on (B) (6) 2009 and rubella igm (0.747) grayzone results were obtained. The lab reported the result as negative. The patient became pregnant after this point in time. Another sample was obtained (B) (6) 2009 and rubella igm (0.986, 0.991) reactive results were obtained. The patient was tested again on (B) (6) 2009 and rubell igm (1.291, 1.164) reactive results were obtained. The sample was then sent to another facility and tested on the architect analyzer with rubella-igm (0.86, 0.85) negative results. Rubella igg testing was performed on all samples and reactive results were obtained. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation was performed on axsym rubella igm reagent 4b46-20 lot # 72679m100 and determined that it was performing acceptably. Testing was performed using an in-house file kit of axsym rubella igm lot 72679m100. Three panels which included samples with known rubella igm concentrations were tested across 3 axsym analyzers. All validity and acceptance criteria were met. The control mean values were within the respective package insert ranges and all panel mean values were within the specification range. Customer complaint data was reviewed. This review did not identify an increase in the number of complaints related to discrepant results for the axsym rubella igm assay. In addition the axsym rubella igm package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency. This is the final report.

Event description:
A report was received from the affiliate indicating that after using an arthroscope that was sterilized in the sterrad nx, the pt experienced oozing and a frothy secretion from the wound site following surgery. The pt's operative site was the left leg. The oozing was treated by replacing the gauze with a new one. There was no antibiotic prescribed. Surgical intervention was not required. Blood work to determine the root cause of the infection was not performed. The secretion was not cultured/analyzed by a lab, physician, or medical facility. The physician treating the pt stated that the cause of the secretion was unk. The sterrad unit was not evaluated following this incident. According to the operating history for the unit, there were no cancellations for some time and the unit was operating normally. The cycle containing the scope completed without any trouble and the color of the chemical indicator changed properly. The account indicated there have been four occurrences of this event since (B)(6) 2008.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.